Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E. Facility name exceeds character limit: (B)(6).

Event description:
It was reported that bd insyte autog bc global packaging perforation is incomplete. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about package perforations found to be incomplete.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs and sample submitted for evaluation. Bd received four photos and 1 22gx1.00in insyte autoguard bc from lot number 4066005. The bottom web exhibited uneven edges along the perforations. Your reported issue of poor packaging perforations was confirmed, and the cause appeared to be related to the packaging process. This may occur due to a dull knife when cutting the packaging in the cross-machine direction. A device history record review showed no non-conformances associated with this issue during the production of this batch.